Event description:
It was reported that a user experienced difficulty rewinding and priming when changing the insulin cartridge and tubing after inadvertently pressing on the fill tubing and repeatedly responding ¿no¿ to the prompt to confirm visible drops, which prevented successful priming and rewind; the user had disconnected from the pump and contacted support, who instructed a brief press-and-hold to proceed, to confirm drops by selecting ¿yes,¿ and to return to the top menu to change the cartridge and tubing before attempting rewind again, after which the issue resolved. There were no reported adverse clinical effects. Outcomes included no impact on health. Investigation included technical troubleshooting with user guidance and confirmation of proper priming steps. Investigation of this case revealed user handling and incorrect supply change steps that interrupted the priming sequence; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to procedure for supply change.